Event description:
Attempted to start an IV in the left hand with a 24 gauge IV catheter. When I was retracting the needle and advancing the catheter, the catheter became bent, and pinched off near the hub, and would not advance.